Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed with a fully charged battery and the unit activated normally. The unit failed the 30 pound load test. A piston migration check revealed a migration 2.70 which is indicative of oil loss. The complaint was confirmed and is attributed to oil loss. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be a seal failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that before and during the shoulder arthroscopy procedure, the battery charger is faulty, internal components are faulty, and the device in not holding pressure. A competitive back-up device was used to complete the procedure. No reported patient injuries. No other complications were noted.